Event description:
It was reported that the pump touch screen was unresponsive. There was no reported impact to customer's blood glucose level. Customer declined troubleshooting with tandem technical support and no further information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.